Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported receiving inaccurate and jumpy cgm values. The patient reported inserting a new sensor and his cgm was reading 47 mg/dl while the bg meter was reading 103 to 110 mg/dl. Another comparison was cgm reading 51 mg/dl while bg meter was reading 98 mg/dl. A third comparison was cgm reading 43 mg/dl while bg meter was reading about 100 mg/dl. The times that these comparison values were taken were not specified. At an unspecified time later, the patient was sweating, had a headache, was shaky, and incoherent. The patient then lost consciousness. Due to this, the patient could not hear his friend knocking on his door. The patient¿s friend called police who broke the patient¿s door open. Emergency medical services (ems) also arrived. The patient¿s bg meter reading was 39 mg/dl. No cgm value was reported at this time. Ems treated the patient with an unspecified ¿emergency treatment/injections¿. The patient regained consciousness while with ems. The patient was then taken to the emergency room (ER) around 7: 30-8 am. The patient was not aware of what his bg meter or cgm value was at the ER. However, he was treated with intravenous (IV) fluids, orange juice, and food. The patient was discharged from the hospital on (B)(6) 2026. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.